Manufacturer narrative:
The patient's ethnicity and race are unknown. This information was not available from the facility. During the procedure, the shaft ruptured, and the balloon was unable to fully deflate prior to removal. Recurrence of the malfunction could result in vessel obstruction potentially requiring further intervention or prolonged procedure. Visual inspection found the balloon partially inflated. In addition, a tear was observed on distal shaft, opposite side of the lacerated rx port. During functional testing, the device was pressurized at less than 2 atm, and a leak was observed on the opposite side of the rx port. Based on the lab analysis, the root cause of the shaft burst/rupture could not be determined. A probable root cause may be due to material selection, or process design.

Event description:
The angiosculpt device was used with a guide wire and a buddy wire to treat a moderately calcified and moderately tortuous mid cx into the om artery. During the third inflation when trying to go above 16 atm, the shaft ruptured and the balloon was unable to fully deflate. The device was removed from the guide wire with no issues. An ivus was performed immediately, and confirmed no coronary dissection occurred. The procedure was competed with a standard balloon, and the patient was asymptomatic throughout the entire event.